Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 562 mg/dl, 98 mg/dl, 146 mg/dl, 382 mg/dl, 154 mg/dl and 141 mg/dl. No adverse event. Requested return of suspect device and replacement was sent.